Event description:
It was reported that the motor device was "frozen". During in-house engineering evaluation, it was determined that the device would not rotate. The event did not occur during surgery. It was not reported if there was a delay to a surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not rotate and there was liquid coming out of the motor. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning which is failure to follow the directions for use and would be misuse, abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.